Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 8 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced eight infusion sets cannula bent events on 19-oct-2025. The event occurred within three hours of insertion. The insertion site was abdomen and thigh. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection and correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.